Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device evaluation found that the door not fully latched message was caused by a failed lower auxiliary. The lower auxiliary was replaced.

Event description:
During baxter's evaluation a device alarmed for a door not fully latched message. There was no pt involvement.